Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported itching issue as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 11/2022). Device not returned.

Event description:
It was reported that two days post port placement procedure, patient experienced itching symptom around the port and a pulling sensation. The patient current status is unknown.